Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument for one patient. The initial result was 13ng/ml. The sample was re-tested and repeated result was "negative" (the actual result is not available). The erroneous result was not reported out of the lab. No reports of death, injury or change to patient treatment have been received in connection with this event.

Manufacturer narrative:
Qc is run daily and was within specifications. A system check performed in 2008 partially failed. A repeat passing system check was not supplied by the customer. The specimen was lithium heparin plasma centrifuged at 5,600 rpm for 5 minutes. A field service engineer (fse) was dispatched: the fse performed a diagnostic system check which partially failed. The fse found one of the aspirate probes to be damaged, which occluded the tip. The fse replaced the substrate and aspirate probes. A 2nd system check passed within specifications. Although hardware issues were addressed, no clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.